Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported hole in piccline. The leak was on the inside of the body. The piccline was inserted (B)(6) 2024. Discovered the hole (B)(6) 2024. Used for nutrition. The patient has received a new piccline. No other information was provided.